Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 16-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: during testing, the pump was powered on and emitted a call service 069 call service alarm during the rewind step of the investigation. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.